Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the hardware failed to recover. The field service engineer replaced the latch and wiring harness as per proactive measure to resolve this issue. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system the hardware failed to recover. The customer reported that the user needed a medication for a patient in the freezer designed to stop emergent bleeding. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon a preliminary investigation of the actual device used in this incident conducted by the filed service engineer on site, the device was found to be fully functional. The field service engineer proceeded to replace the latch and wiring harness as a proactive measure and tested the repair by conducting an inventory three times. The system functioned as intended after the field service engineer troubleshooted the device. If additional investigation information provides more detail, a supplemental MDR will be filed.

Event description:
It was reported when using a bd pyxis¿ medstation¿ es and attached remote manager, there was a hardware recovery storage error - failed to recover and a failure code failed to unlock. The customer indicated that the failed storage space had happened two days in a row and wanted to verify if there is something wrong with the hardware itself that needed to be fixed. For this specific event, the customer stated that the or manager needed a medication used to stop emergent bleeding that was stored in the freezer. The user was unable to open the freezer because of the error. The critical nature of the patient bleeding emergently is considered to be a life-threatening event. Additional information regarding the event was requested from the customer, but no other information was released. It is unknown what specific medical or surgical interventions were provided and if the patient experienced any adverse events or injuries during this incident.